Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left main (lm) to left anterior descending artery (lad). Following pre-dilatation, a 2.50 x 48 synergy drug-eluting stent (des) was first advanced and deployed in the lad, then a 3.50 x 24 synergy des was advanced and deployed in the lm. However, after deployment of 3.50 x 24 synergy des, it was observed in fluoroscopy that the stent got fractured at the proximal third segment/body of stent which was confirmed after intravascular ultrasound (ivus). Bail out stenting with a 4.00 x 08mm non-boston scientific stent was immediately performed to cover the fractured part and the procedure was completed. There were no complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left main (lm) to left anterior descending artery (lad). Following pre-dilatation, a 2.50 x 48 synergy drug-eluting stent (des) was first advanced and deployed in the lad, then a 3.50 x 24 synergy des was advanced and deployed in the lm. However, after deployment of 3.50 x 24 synergy des, it was observed in fluoroscopy that the stent got fractured at the proximal third segment/body of stent which was confirmed after intravascular ultrasound (ivus). Bail out stenting with a 4.00 x 08mm non-boston scientific stent was immediately performed to cover the fractured part and the procedure was completed. There were no complications reported. It was further reported that it was an 80% stenosed target lesion. It was predilated at 16 atmospheres with a 3.00 x 8 mm semi-compliant balloon catheter and residual stenosis was 70%. The deployed stent was post-dilated with 3.50 x 8 mm, 4.00 x 8 mm, and 4.5 x 08 mm nc balloon catheter.